Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that at 12 days post-operative the patient had right ankle erythema with redness at dorsal and medial incisions. Medication was prescribed and the patient recovered w/o sequelae. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review of additional information received from the reporter, it was determined that this event was previously reported under 3008650117-2025-00006. Therefore, this MFR should be considered void.

Event description:
Upon further review of additional information received from the reporter, it was determined that this event was previously reported under 3008650117-2025-00006. Therefore, this MFR should be considered void.